Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that a 40cc sensation fiberoptic intra-aortic balloon (iab) ruptured in a patient on (B)(6) 2017. The balloon had been inserted the patient for 3 days. On the 3rd day the balloon ruptured and it was removed immediately. The patient expired several days after balloon removal. However the facility states it was not attributed to the device.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender, pressure tubing and a non-maquet sheath were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition. However dried blood was observed within the iab. This most likely caused the reported alarm. Although the evaluation confirmed the reported event, we are unable to determine when this may have occurred. An evaluation of the product was unable to duplicate the reported problem or confirm a malfunction. The product performed according to specification. A lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer that a 40cc sensation fiberoptic intra-aortic balloon (iab) ruptured in a patient on (B)(6) 2017. The balloon had been inserted the patient for 3 days. On the 3rd day the balloon ruptured and it was removed immediately. The patient expired several days after balloon removal. However the facility states it was not attributed to the device.